Manufacturer narrative:
As reported, a (B)(6) patient who received a left total hip replacement approximately 4 years ago, had returned numerous times complaining of hip pain. During the course of many visits and after exhausting all testing options surgeon decided to remove the femoral component and replace it with a cemented stem. During pre-op discussions with his fellow, exactech rep and the competitor rep (there was a competitor cup originally implanted) it was decided that surgeon wanted a stem to be of a length greater than the current that was in the patient. Surgeon decided to use the competitor 200mm cemented stem. Patient was last known to be in stable condition following the event. Device will not return due to facility policy. It was specifically noted by surgeon during the 1st procedure that same day, that this was the first novation splined stem that he has ever had to revise noting that he had implanted over 5000 since he began using this product. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Event description:
As reported, a patient who received a total hip replacement approximately 4 years ago, patient had returned numerous times complaining of hip pain. During the course of many visits and after exhausting all testing options surgeon decided to remove the femoral component and replace it with a cemented stem. As there was a novation splined press fit stem currently implanted surgeon original opted to use the novation cemented plus stem. During pre-op discussions with his fellow, exactech rep and the stryker rep (there was a stryker cup originally implanted) it was decided that surgeon wanted a stem to be of a length greater than the novation splined that was in the patient. Surgeon decided to use the stryker 200mm cemented stem. It was specifically noted by surgeon during our first hip replacement of that same day that this was the first novation splined stem that he has ever had to revise noting that he had implanted over 5000 since he began using this product.